Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal arteriovenous malformation (avm) using a penumbra coil 400 detachment handle (handle). During the procedure, while attempting to detach a penumbra coil 400 (pc400) using the handle, the physician first confirmed that the radiopaque marker on the pc400 pusher assembly formed a "t" with the radiopaque marker on the other manufacturer's microcatheter and then retracted the handle slider. However, the physician did not hear the handle make the clicking sound to indicate that the coil was properly detached and noticed that the black alignment zone was only slightly separated. The physician continued to make several attempts to detach the coil but was unsuccessful. Therefore, the handle was removed and a new handle was opened to successfully detach the same pc400. The procedure was then completed using three new pc400s and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the penumbra detachment handle (handle). The handle was used to detach a demonstration coil and functioned without an issue. A clicking sound was heard during the functional test. Conclusions: evaluation of the returned device revealed that the handle was functional. The handle was used to detach a demonstration coil and functioned without an issue. During functional testing, a clicking sound was heard. The root cause of the reported difficulty could not be determined. All penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.